Event description:
It was reported on 15 april 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and dilated left atrium for a mitraclip procedure. During the procedure, the clip was noted to open slightly during the lock test; however, the clip was implanted. During the deployment sequence of the second clip, an increase in mr was observed during the lock test, attributable to a tear of the posterior leaflet. The clip was removed from the anatomy, and intra-aortic balloon pump (iabp) support was initiated. A non-abbott device was subsequently implanted for stabilization. Following stabilization, the iabp was removed, and the procedure was terminated. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.